Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in the last drain of treatment. Upon opening the cassette door, fluid was leaking. Pt had no ill effects. Sample is not available.